Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
A 6.0mm x 600mm vitallium rods x 2 ordered for spinal case (dr (B)(6), case date - (B)(6) 2011). One rod used and cut then shaped and placed into pt, dr (B)(6) asked about size and rep expressed that 6.0mm x 600mm vitallium was ordered. Dr proceeded with insertion and cross links x 2 moved to final tightening and case finished. Rep later questioned rod size and checked returning loan kit to properly sight rods and size. Returned loan kit had 4.5mm x 600mm vitallium rods not the ordered 6.0mm x 600mm vitallium. Rep informed surgeon of the wrong size being used and surgeon was happy to leave rods insitu.